Manufacturer narrative:
The reported event unknown t2 ankle arthrodesis nail was alleged infection but could not be confirmed since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the lot number was not communicated. If device is returned or any further information is provided, the investigation report will be reassessed. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿university of (B)(6) school of medicine, (B)(6)¿ which was published in may-2015. The title of this study is ¿tibiotalocalcaneal arthrodesis using retrograde intramedullary nail fixation: comparison of patients with and without diabetes mellitus¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1-jan-2005 until 30-jun-2013. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 68 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses below-the-knee amputation because of persistent deep infection. 3 out of 3 cases. The study states: ¿of the 5 patients in our series who subsequently required below-the-knee amputation, 2 did so because of symptomatic nonunion with hardware failure and chronic pain and 3 because of persistent deep infection.¿